Event description:
As reported, the patient had an initial left tha on (B)(6) 2014 the patient was seen and scheduled for a left total hip revision, possible poly swap with head exchange, due to recalled gxl hip poly implant. The revision surgery was performed (B)(6) 2023. A poly swap to a vitamin e hip liner neutral g4 40mm ID for the 60mm novation cup was swapped out, along with a new 40mm head and a +3.5mm sleeve onto the stem. The patient left the or stable.

Manufacturer narrative:
Pending investigation. Correction/removal number: z-1729-2022.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported is inclusion of the implanted acetabular liner in the gxl recall. Prosthesis wear was not specifically reported and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, g1, h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation and by a great day in the or survey, approximately 8 years, 2 months, and 28 days post operatively of initial implantation of a total left hip arthroplasty, the patient was seen and scheduled for a left total hip revision, possible poly swap with head exchange, due to recalled gxl hip poly implant. The revision surgery was performed with a poly swap to a vitamin e hip liner, the cup was swapped out, along with head and sleeve onto the stem. The patient left the or stable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.